Event description:
It was reported that there was no image presented during x-ray with the 6800 system. It was also noted that no images were saved. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Reloaded system software and cal files. The system was tested and found to be working as intended and placed back into service.